Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to pull an exam from a navigation planning station (ps) onto the navigation system, it received a digital intercommunication of medicine (dicom) error 721, could not negotiate connection. The manufacturer representative (rep) was unable to search the ps. Confirmed wired industrial protocol (ip) on navigation system was green, and started test in dicom transfer screen for ps was green for local config, ping, and port but red for association. Connection to site's picture archiving and communication system (pacs) was green for local config, ping was yellow, and pacs port was red. During troubleshooting, the rep tried connecting to a different pacs port, confirmed application entity (ae) titles for both navigation system and ps, and confirmed with site if any changes have been made to network/pacs. It was noted that the ae title was incorrect. After changing the ae title, the issue was resolved. There was no pati ent involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735859, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.